Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer (b3).

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, it was identified that the insertion tube buckled, and the coating was peeling off. The following additional findings were also identified and are as follows: there was an air leak due to a crack or damaged from the connecting tube, the light guide lens had discoloration causing the illumination to be uneven, the light guide lends had corrosion, the plastic distal end cover had a crack or damage or deformation of parts, the distal end had a dent, the bending cover inspection insertion section had the adhesive detached, the connecting tube had coat peeling, due to wear of angle wire, bending section cannot be bent in down direction at all, the connecting tube had a cut, the image guide protector had a scratch, the scope cover had a scratch, the grip had a scratch, the up plate had a scratch, the forceps channel port had a dent, the forceps channel port was dirty, the universal cord had a scratch, the suction connector had a scratch, and the light guide cover glass had corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress -physical stress such as rubbing or hitting insertion section; chemical stress from reprocessing not recommended by IFU (reprocessing manual); stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.). The root cause of this event was unable to be identified. IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns of bad storage environment. The storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope exhibited a leak from insertion tube from a cut at the insertion tube, angulation issues not working, and a blurry image. The customer identified the problems during routine inspection. There was no patient associated with the event. Subsequently, the device was returned to olympus for evaluation, and revealed the connecting tube has coating peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.